Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of the customer's insulin pump were sticking. Her blood glucose was 86mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.